Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited variable pace impedance measurements that fluctuated +/- 50-100 ohms. It was noted that impedances were relatively stable however, there was a yellow alert on 6/15 for an out of range ra pace impedance measurement, however the value was not specified. Review of atrial tachy response (atr) episodes also revealed respiratory rate trend (rrt) oversensing, and the clinician decided to program the rrt feature to off. This crt-d and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- b5 and d6b: see medwatch report #2124215-2023-25235 regarding unrelated lead explant. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead segment was performed. The lead was returned severed approximately 50 mm from the terminal end. Testing was completed to assess lead segment electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities other than induced damage from explant. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited variable pace impedance measurements that fluctuated +/- 50-100 ohms. It was noted that impedances were relatively stable however, there was a yellow alert on 6/15 for an out of range ra pace impedance measurement, however the value was not specified. Review of atrial tachy response (atr) episodes also revealed respiratory rate trend (rrt) oversensing, and the clinician decided to program the rrt feature to off. This crt-d and ra lead remain in service. No adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was returned for analysis following an unrelated explant procedure. No adverse patient effects were reported.